Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's sister reported via phone call, customer was at the hospital for a bacterial infection, which isn't related to the device or her diabetes. However, the customer is using the device while hospitalized but the device stopped working. The device had alarmed low reservoir and she was unable to clear the alarm. The buttons weren't responding properly and then the device alarmed button error. Customer's blood glucose was 146 mg/dl. Customer's sister didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump has scratched case, minor scratched display window and cracked reservoir tube lip.